Event description:
A user facility's biomedical technician (bmt) reported that a fresenius combiset bloodline separated at the arterial t during a patient¿s hemodialysis (hd) treatment. Upon follow up, the facility¿s registered nurse (rn) and patient care technician (pct) said that an unknown time after the initiation of a patient¿s hd treatment a fresenius 2008t machine displayed trans-membrane pressure (tmp) and air detector alarms. During the alarm, the bloodline clotted. The patient¿s blood was completely rinsed back. After treatment, while the bloodline was being disconnected it was noticed that it was separated at the top of the t connection. There were no issues noted during priming. There were no changes to pressure or blood flow rate during treatment. A fresenius dialyzer was also in use. The patient did not loose any blood as a result of this incident. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: b5, h10 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a fresenius combiset bloodline separated at the arterial t resulting in a fluid leak and air in the line during a patient¿s hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Four photos have been provided. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.